Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was "spazzing out." Reportedly, the customer was able to resolve the issue with a different usb cable. There was no reported impact to the customer's blood glucose level. The customer declined to provide further information regarding the reported issue.